Manufacturer narrative:
Results: the ace68 had multiple slight kinks from approximately 120.0 ¿ 132.5 cm from the hub. Conclusions: evaluation of the returned ace68 revealed kinks along the distal shaft. If the device is advanced against resistance, damage such as these may occur. The reported patient¿s tortuous anatomy may have contributed to the resistance experienced during the procedure. During functional testing, the ace68 was advanced through a demonstration neuron max without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 kit. It should be noted that the patient had a tortuous anatomy as well as calcified atheromatous plaques in the intracavernous and ophthalmic segments of the internal carotid artery (ica). During the procedure, while advancing the penumbra system ace 68 reperfusion catheter (ace68) in the ica towards the target vessel, the physician encountered resistance and noted that some of the atheromatous plaques in the ica were becoming attached to the tip of the ace68. Subsequently, the ace68 would not advance further through the tortuous segments of the ica, and therefore, was removed. Upon removal, the physician found that the ace68 was twisted and the tip and distal end of the ace68 were creased. The procedure was then completed using a new ace68. There was no report of an adverse effect to the patient.